Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and initially displayed an accurate fill estimate of over 120 units of insulin in the cartridge. However, after the delivery of 7.79 units during basal and bolus therapy, the fill estimate displayed over 60 units of insulin. The customer's blood glucose level was 135 mg/dl. During a follow-up call on (B)(6) 2017, the customer confirmed that the insulin gauge began to decrease as expected.